Manufacturer narrative:
Corrected data: health effect - clinical code.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced a shocking sensation every time they moved arm across body causing discomfort. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue. Ipg replacement has resolved the shocking sensations.

Manufacturer narrative:
The report of ¿shocking sensation¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing on the ate (no anomalous outputs were observed). The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.